Event description:
A malfunction alarm occurred with the customer's pump, specifically displaying malfunction code "malf 0." There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump.